Event description:
Customer reported an abo discrepancy on the galileo. Three donor samples which typed as a positive by manual testing resulted as ab positive on the galileo with the fwd_abo assay.

Manufacturer narrative:
Review of instrument images: sample 1: anti a ( a2) agglutination. Anti b (b2) agglutination (possible sample fibrin clot). Anti d series 4 (c2) agglutination. Mono ctrl (d2) no agglutination. Int= ab pos. Sample 2: anti a ( a2) agglutination. Anti b (b2) agglutination (possible sample fibrin clot). Anti d series 4 (c2) agglutination. Mono ctrl (d2) no agglutination. Int= ab pos. Sample 3: anti a ( a2) agglutination. Anti b (b2) agglutination (possible sample fibrin clot). Anti d series 4 (c2) agglutination. Mono ctrl (d2) no agglutination. Int= ab pos. It is possible that the abo discrepancy may be due to fibrin clot. The galileo operator manual states that clotted samples should not be tested on the galileo.